Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker estimated battery remaining was at 11 months after being implanted for approximately two weeks. Subsequently a revision procedure was performed where the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the pacemaker estimated battery remaining was at 11 months after being implanted for approximately two weeks. Subsequently a revision procedure was performed where the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.